Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was for palliative care due to a 3 cm stricture located below splenic flexure at the descending colon resulting from peritoneal dissemination of stomach cancer. On (B)(6) 2012, the stent was placed. On (B)(6) 2012, chemotherapy treatment (ts-1, cisplatin) was begun. No radiation was performed. On (B)(6) 2012, a CT scan was performed and it was found that the "mouth side" of the stent had been obstructed with feces, and the crp level was 22. On (B)(6) 2012, an ileus tube was inserted inside the stent. The balloon of ileus tube was placed at the transverse colon. Reportedly, later in the day, the balloon migrated into the stent mouth side, which may have prevented feces from moving through the tube. On (B)(6) 2012, the patient experienced abdominal pains and an x-ray revealed free air. A perforation was confirmed at the middle of the stent, on the "peritoneal dissemination". No medical treatment has been performed, as part of medical and family decision, and it was reported that the patient's blood platelet count and ps level had decreased. It is the opinion of the physician that the perforation occurred due to the stent dilation which was performed using a balloon on (B)(6) 2012. In addition, the physician believes that there might be internal pressure within the large intestine due to the feces occlusion. Reportedly, the stent was fully expanded prior to being occluded with feces. The patient's current condition is unknown; however, he is reported to be under observation.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of stent occluded. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was for palliative care due to a 3cm stricture located below splenic flexure at the descending colon resulting from peritoneal dissemination of stomach cancer. On (B)(6) 2012 the stent was placed. On (B)(6), 2012 chemotherapy treatment (ts-1, cisplatin) was begun. No radiation was performed. On (B)(6) 2012, a CT scan was performed and it was found that the "mouth side" of the stent had been obstructed with feces, and the crp level was 22. On (B)(6) 2012 an ileus tube was inserted inside the stent. The balloon of ileus tube was placed at the transverse colon. Reportedly, later in the day, the balloon migrated into the stent mouth side, which may have prevented feces from moving through the tube. On (B)(6) 2012, the patient experienced abdominal pains and an x-ray revealed free air. A perforation was confirmed at the middle of the stent, on the 'peritoneal dissemination.' No medical treatment has been performed, as part of medical and family decision, and it was reported that the patient's blood platelet count and ps level had decreased. It is the opinion of the physician that the perforation occurred due to the stent dilation which was performed using a balloon on (B)(6) 2012. In addition, the physician believes that there might be internal pressure within the large intestine due to the feces occlusion. Reportedly, the stent was fully expanded prior to being occluded with feces. The patient's current condition is unknown; however he is reported to be under observation. **additional information received on (B)(6) 2013** according to the complainant, the patient had been transferred to a different hospital on (B)(6) 2012, and subsequently expired on (B)(6) 2012. Attempts to obtain additional information regarding the circumstances surrounding the patient's death have been unsuccessful to date. It was reported that the physician could not obtain any further clarification regarding the patient's death. Furthermore, an autopsy report is not available for review.